Event description:
During a left ventricular (lv) lead revision using an inquiry optima catheter, a pericardial effusion occurred. During implant of the lv lead into the cs, fluoroscopy revealed contrast in the pericardium. An echocardiogram was performed which confirmed a pericardial effusion. The perforation was thought to have been of the right ventricle. No intervention was needed and the patient remained stable. The lv lead was then implanted into the cs with no further problems. There were no performance issues with any sjm device used.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. The cause of the reported pericardial effusion was unable to be confirmed and remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.